Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular lead was explanted due to loss of capture. A new lead was implanted successfully. No additional adverse patient effects were reported.